Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for probe damage error. The device failed the probe check during the evaluation, and a hairline crack was also seen in the probe. The probe later broke off during the evaluation. There was no metal exposed underneath the pad. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a therapeutic nephrectomy procedure, the device generated a probe damage error. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.